Event description:
It was reported that a malfunction alarm occurred. A manual insulin injection was administered to address bg level. There was no adverse impact to the customer¿s blood glucose level.